Event description:
It was reported that an occlusion alarm occurred. Customer declined troubleshooting with tandem technical support. There was no reported adverse impact. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy. No additional information was provided.